Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently experienced a low blood glucose (bg) level between 30-39 mg/dl. Customer alleged that the pump's basal rate settings needed adjustment. Customer declined troubleshooting.